Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4): added additional information the devices were returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The devices were activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade device b batch h90e3t, mfg date 2-23-2011, exp date 1-23-2016.

Event description:
It was reported that during as total laparoscopic assisted vaginal hysterectomy procedure they started with an ace device and it stopped activation; it was giving an unknown error code. They replaced the device and when they were biting tissue they pulled up out of the tissue and the active blade fell into the patient. They removed it through the trocar. They then used an hdh05 and could not get the device to activate properly. They then removed the uterus vaginally to complete the procedure. There was no patient consequence reported.